Event description:
Siemens was notified by a user facility of a male pt who experienced a warming sensation during a head and spine study. The operator examined the pt and noted blisters on the pts left ear. The pt was treated with antibiotic cream.

Manufacturer narrative:
Siemens has evaluated the sys reports and pt images. Additionally, the sys was evaluated and no malfunctions were found and the sys is operating according to specifications. The magnetom symphony sys is equipped with both a squeeze ball and intercom for the pt to alert the operator if they experience discomfort. (B)(4).